Event description:
Has not acted up for the dealer. Dealer says the user says the chair goes intermittently into drive lockout. The dealer says the mercury switches are fine. He wants to know what other part could cause this. The tram could cause it. He wants the tram. (B)(4).